Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 455 mg/dl at the time of the incident. The customer's blood glucose was 593 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections and insulin pen. The customer stated that she felt light headed, confused and he was unsteady on his feet. The customer stated that his high blood glucose started with 232 mg/dl and kept going high. The time of the hospitalization was 5pm and the date of the hospitalization was (B)(6) 2016. The customer stated that he removed that insulin pump before going to the emergency room. The customer declined to continue troubleshooting. The insulin pump will be returned for analysis.